Event description:
I am a user of amo's complete moisture plus contact solution. Over the past few days, my eyes have been red and uncomfortable. I then saw the product recall on the news. I decided to post this after seeing the guidelines posted on amo's website. Dose: whatever ws. Frequency: daily. Route: ophthalmic. Dates of use: less than three months in 2007. Diagnosis: cleaning contacts.